Event description:
This is filed to report worsening mitral regurgitation requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 3-4. One mitraclip was successfully implanted, reducing the mr to a grade of <1. On (B)(6) 2022, during a 30 day follow-up it was discovered on transesophageal echocardiogram (tee) that the patient's mr worsened to a grade of 4. It was noted that the implanted clip remained attached to both leaflets and there was no suspected tissue damage. However, it is unknown what caused the mr to increase. On (B)(6) 2022 the patient underwent an additional mitraclip procedure. Two additional clips were implanted medially and laterally to the previously implanted clip. The mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral regurgitation could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.